Event description:
During a follow-up, there was noise caused by suspected lead damage. The physician believes the noise was caused from movement the patient performs every morning. The device was reprogrammed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was noise caused by suspected lead insulation damage. The device was reprogrammed and the patient was stable. The patient will be monitored until the next follow-up.